Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The lamp and the footswitch were replaced. The touchscreen was recalibrated. The system was tested and found to meet product specifications. The system was manufactured on march 27, 2012. Based on qa assessment, the product met specifications at the time of release. An open investigation was opened on the issue with the touchscreen. The root cause of the reported events of auxiliary illuminator lamp issue and intermittent footswitch issue cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure there was an issue with the auxiliary lamp, the footswitch was intermittent and the touchscreen was out of calibration. The case was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The footswitch was connected to a calibrated system and tested. The footswitch was found to meet specification. The root cause of the reported ¿touchscreen calibration issue¿ can be attributed to a drift of the touchscreen. However, how or when the touchscreen drifted cannot be determined conclusively. An open investigation was opened on the issue with the touchscreen. The returned footswitch met specification. Therefore the ¿intermittent footswitch issue¿ could not be determined conclusively. (B)(4).